Manufacturer narrative:
Tech found the caregiver label had a hole in head up button letting fluid get to ucm board. Tech replaced right ucm board and caregiver label to resolve the issue.

Event description:
Tech found bed alarming a service required code.